Manufacturer narrative:
The ge service rep conducted an onsite investigation. The reported problem could not be duplicated. The isolation transformer taps were tightened. The monitor connectors were reseated. The system was tested and operates as intended.

Event description:
The customer reported that the system would not perform fluoroscopy. No pt injury was reported.